Event description:
Allegation received that the head will not go up. No injury reported.

Manufacturer narrative:
Technician found the head will not go up due to a defective head up valve. Bed was in ccu. Replaced the head up valve to resolve this problem.